Event description:
It was reported during a cap assisted removal of a bone food bolus, the disposable distal attachment was broken. The distal attachment was reported to be fastened to the end of the gastroscope and the doctor proceeded to try and suck the food bolus into the distal attachment using high suction. It did not work, so the scope and distal attachment were removed from the patient. The distal attachment was inspected and noted to be broken. The broken distal attachment was removed and the patient's esophagus was visualized using the scope. Small pieces of the distal attachment had broken off and were in the patient's esophagus above the food bolus. The broken pieces were successfully removed from the patient and the doctor proceeded to complete the removal of the food bolus using other consumable products. The issue caused a 10-minute delay in the procedure. The procedure was then completed successfully. There were no reports of patient harm.

Manufacturer narrative:
The subject device was manufactured april 2023 based on the provided lot information, however an exact date is unknown (h4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned to olympus for evaluation, the condition of the device could not be confirmed. Based on the results of the investigation, it is likely that an excessive force was applied to the subject device during the procedure. This may have caused the product to break, and the pieces to fall into the patient¿s body. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.